Event description:
It was reported that during a hand assisted laparoscopic colectomy procedure, the device tore/split after physician put her hand through. Procedure completed with same like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4).